Manufacturer narrative:
Evaluation summary: visual examination of the returned sample shows one lens case and one bottle returned. The bottle is half-full with solution; the cap appears intact (no cracking is visible). Dust like material was visible on the exterior of the cap. The tamper band is partially resting around neck of the bottle. When the cap was removed, the solution was clear with typical color and clarity. Dust like material was visible all over lens case. The complaint history was reviewed and there was no other complaint reported. This complaint was reported 26 months after the product expiration date. Review of the compounding, filling and packaging manufacturing batch records (mbrs) show them to be acceptable. Stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Based on product use after expiration date, the root cause of the complaint condition appears to be associated with customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 04/04/2012 by phone and mail. A completed questionnaire was received on 04/11/2012. (B)(4).

Event description:
An optometrist's receptionist reported a patient who was diagnosed with corneal burns in both eyes following use of an expired product. She stated when the patient inserted her lenses, her eyes burned. She reported the lens case "smelled like it had alcohol in it." Additional information was received from the optometrist, who reported the patient had an immediate reaction which caused severe redness and irritation. His diagnosis was "bilateral corneal keratitis secondary to soft contact lens wear." He stated he treated the patient with an ophthalmic steroid drop and her symptoms have resolved. He reported at this time the patient has not returned to contact lens wear.